Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery did not hold a charge. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery did not hold a charge. The customer was provided a part number of the battery to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that the battery did not hold a charge. The customer was provided a part number of the battery to order and replace. Per good faith effort (gfe), the customer is using the unit as is. The current part, v60 battery, is currently on backorder and customer has yet to place order. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered insert recommended part replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.